Manufacturer narrative:
Summary of investigation/evaluation: complaint sample was evaluated and the reported event was confirmed through visual inspection. When the device was inspected with increased magnification, it was observed that there was slight bruising on the catheter and the outlet tubing of the port housing was broken off near the weld connection. The dfmeca was reviewed and catheter disconnect is a known failure mode of this device. Review of the complaint history identified that this complaint falls under the scope of a completed internal corrective action plan, which concluded that the failure mode was potentially caused by an improperly made connection. A summary of the investigation has been sent to the complainant.

Manufacturer narrative:
Brand name: vital-port detached silicone catheter with introducer set titanium infusion port. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that a port of the vital-port detached silicone catheter had fractured and was not working. When the physician attempted to remove the device, it was found to be broken in pieces. The port was removed in the operating room, but the patient was later taken to interventional radiology to have the catheter removed under fluoroscopy. The port was placed on (B)(6) 2017 and removed on (B)(6) 2017. The device is reportedly available for return; however, as of the date of this report, no device has yet been received for evaluation.